Event description:
It was reported that using a radial artery access approach during a procedure of the heavily tortuous, concentric, heavily calcified, 90% stenosed, de novo, left main (lm) and distal/proximal circumflex (cx) arteries after pre-dilatation the 2.75 x 18 mm xience xpedition stent delivery system (sds) was advanced to the lesion but could not cross. It was noted that excess force was used to push the sds and the proximal shaft became kinked. During removal from the anatomy the shaft outside the anatomy separated and was removed without issue. Three non-abbott stents were used in the procedure without reported incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: 6f britetip xb 3.5. (B)(4) - excessive force. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the (B)(4) xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: do not advance or retract the catheter if resistance/anomaly is met during manipulation. Continuing to advance or retract the catheter may result in damage to the vessels, separation of the catheter, tip damage and/or stent dislodgement. Based on the information reviewed, there is no indication of a product deficiency.